Event description:
It was reported that the system would not power up, and that the workstation would alarm when plugged in to wall outlet. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the incoming power to the system was incorrect. Ge rep restrapped the isolation transformer to provide the correct voltage to the system. System operates as intended.